Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm. On approximately (B)(6) 2026, the patient experienced a scar, pain and discomfort at her sensor insertion site. She decided to visit her primary care provider to have the area checked. Upon arrival at the facility, the doctor examined her arm and decided to gently remove the sensor. During the removal process, the wire broke and a small piece remained in her arm. The patient stated that the doctor did not initially recommend an x-ray because the remaining wire was visible. Instead, the doctor proceeded to remove the fragment directly. After the wire was successfully removed, the area was disinfected and covered with a bandage. The patient did not stay long at the facility and returned home after a few hours. At the time of the report, patient condition was better, but scar condition was unchanged. Following the incident, the patient reported that she was doing okay. On 05/18/2026, contact was made with the patient and confirmed that the scarring was a result from the removal of the broken sensor although no incision was made as the scar was located at the removal site. The scar was present more than 3 months after the skin reaction occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.